Event description:
The pt had a guidant carotid stent placed at another hosp. Pt had good results; no dissection, no pseudo-aneurysms at the end of the procedure. The pt was kept overnight and discharged from the hospital the next day, in good health. On the second day post stenting the pt was confused and found to have pseudomonas in the urine. A lung infiltrate was initially suspected but later ruled out since nothing was found on repeated x-rays. The pt had 4 out of 4 blood cultures positive for methacillin resistant staph aureus (mrsa). Vacncomycin was started to treat the mrsa, and the pt was referred to the second facility for further treatment. On day 7 after the initial stenting the pt required surgical removal of the stented carotid, together with vein bypass to treat the injury caused by the infected device. This had to be more than a simple user event due to the rapid onset of bactermia that the pt developed. Questions arise as to the source of contamination, which may have occurred prior to implantation. A product rep was notified of the event and the treating surgeon's concerns of product contamination.